Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 30july2024 it was reported to arthrosurface that during a wristmotion procedure performed on an unspecified date on a patient of unknown age and demographics, a bone fracture was reported during implantation of the device. The device was reportedly not explanted and there is no report of a revision procedure. Additional information is being solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event could not be confirmed. The plausible cause of the reported event could not be established. Additional information was not provided by the surgeon upon solicitation. The current status of the patient was not reported. The batch record was reviewed by the third-party manufacturer. There was no nonconformances associated with the reported event. The product lot was manufactured to applicable procedures and specifications. A retrospective review of all nonconformances was performed for the reported device. There are no nonconformances associated with the reported device. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6)2024 it was reported to arthrosurface that during a wristmotion procedure performed on an unspecified date on a patient of unknown age and demographics, a bone fracture was reported during implantation of the device. The device was reportedly not explanted and there is no report of a revision procedure. Additional information is being solicited.

Manufacturer narrative:
This case is still under investigation. Additional information was solicited. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported to arthrosurface that during a wristmotion procedure performed on an unspecified date on a patient of unknown age and demographics, a bone fracture was reported during implantation of the device. The device was reportedly not explanted and there is no report of a revision procedure. Additional information is being solicited.